Event description:
The customer reported that on (B)(6) 2011 an erroneous, high direct high-density lipoprotein cholesterol (hdld) result was generated on an unicel dxc 800 synchron system for one patient sample. The initial hdld result was suppressed with a "blank absorbance high" error message. The sample was subsequently diluted (2x dilution ratio) and a value of >270 mg/dl was generated. The associated triglyceride (tg) result for this sample was >10000 mg/dl. The initial, erroneous hdld result was reported out of the laboratory, however, the physician was subsequently told that no hdld results could be obtained for this sample. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. A second patient sample was drawn, ultracentrifuged and retested. The repeat tg and hdld results were 8850 mg/dl and 20 mg/dl respectively. Both patient samples were extremely lipemic. No system issues were noted and no other samples or chemistries were affected.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument data indicates that assay quality control results and calibration results appeared normal and within range. The beckman coulter inc. Hdld customer information sheet interference study results indicate that if the sample is lipemic (tg > 1700 mg/dl) false results may be generated. The root cause is not known, but it appears to be sample related.